Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k)#: additional premarket / 510(k) # p190006. Block d4: UDI for concomitant product, tined lead: (B)(4). Additional information: block h6: evaluation conclusion code. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to discomfort, extrusion, and pain which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had their device explanted due to pain and extrusion. The patient said the device protruded through their skin and caused them pain. The local care team nor the implanting physician was not aware of the explant. They were not aware of any of the concerns the patient had. They have not seen this patient since 2022. The local care team tried to contact the patient for further information, but the patient did not respond. There was no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had their device explanted due to pain and extrusion. The patient said the device protruded through their skin and caused them pain. The local care team nor the implanting physician was not aware of the explant. They were not aware of any of the concerns the patient had. They have not seen this patient since 2022. The local care team tried to contact the patient for further information, but the patient did not respond. There was no patient complications reported.